Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("bleeding episodes") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), back pain ("lumbar pain episodes") and abdominal pain upper ("epigastric pain episodes"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the genital haemorrhage, back pain and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, back pain and abdominal pain upper with essure. The reporter commented: the patient wanted the removal of essure implants. Diagnostic results: essure control - ok. Most recent follow-up information incorporated above includes: on 20-feb-2017: essure removal date provided. (B)(4). Company causality comment: a physician reported that a female patient had essure (fallopian tube occlusion insert) inserted and experienced bleeding episodes. Physician mentioned that the patient wanted the removal of the implants and upon receipt of follow-up information, it was reported that essure inserts were removed. This event, interpreted as genital bleeding, is anticipated in the reference safety information for essure. Genital bleeding in women may have multiple causes including anatomic and endocrine causes, and bleeding disorders. In the present case limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and the event was not described. Nevertheless, given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of ptc. Company causality comment: a physician reported that a female patient had essure (fallopian tube occlusion insert) inserted and experienced bleeding episodes. Physician mentioned that the patient wanted the removal of the implants and upon receipt of follow-up information, it was reported that essure inserts were removed. This event, interpreted as genital bleeding, is anticipated in the reference safety information for essure. Genital bleeding in women may have multiple causes including anatomic and endocrine causes, and bleeding disorders. In the present case limited information was provided. Consumer´s medical history and concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and the event was not described. Nevertheless, given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident because a device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information is expected.